Event description:
It was reported that the extension lines are kinked. No patient injury was reported.

Manufacturer narrative:
Information was received indicating that the issue was found during set up., corrected data: updated d4 expiration date, model number should be null, updated h3, h4, h6; g3: united kingdom.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04819. The report was submitted in error., corrected data: corrected information provided in h10.